Event description:
On (B)(6) 2010, the patient reported, she inserted an infusion set headset into her infusion set insertion device and the headset "flew out" before she pressed the release button to insert the site. She stated, the protective needle cover was still on the headset and she was not harmed. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue. The infusion set insertion device was requested to be returned for evaluation.